Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown (reported as "possibly from an abdominal infection). It was unknown if the patient was treated with antibiotics for the event. The patient hospitalization, patient outcome and action taken with pd therapy were not reported. It was reported that the patient subsequently passed away. The cause of death was reported as due to abdominal infection, peritonitis and other unrelated indications. It was unknown if an autopsy was performed. It was not reported if peritonitis was resolved or if pd therapy was ongoing prior to or at the time of death. No additional information is available.

Manufacturer narrative:
Upon further assessment of information received, the pd disposable was determined not to be a factor in the reported peritonitis event and subsequent death. The cause of the patient's death was associated with "abdominal infection" in conjunction with acute bacterial (escherichia coli) peritonitis, paralytic ileus, cardiorespiratory insufficiency, anemia, secondary hyperparathyroidism, chronic myofascial pain, and atherosclerotic arterial hypertension. As per the reporter, the patient's clinicians suspected that the peritonitis event was associated with the "abdominal infection". Considering that bacteriological testing of the effluent revealed bacteria that are commonly found in the intestines (e.coli), in addition to paralytic ileus and other multiple other disorders that are consistent with deterioration in the state of health and therefore potential decreased immunity for the patient, use of the pd disposables unlikely caused or contributed to peritonitis. Should additional relevant information become available, a supplemental report will be submitted.